Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the lg cable connector leaky, the u/d pulley wire worn out, the insertion flexible tube (ift) bump, the segment steel braid rupture, and the r/l pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).